Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the "option" button on the pump became unresponsive to presses. Reportedly, the rest of the touchscreen remains responsive. Customer had elevated blood glucose levels (275 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels, and stated they have back up manual injections for insulin therapy.